Event description:
In anticipation of need for pacing, the pediatric electrodes were placed on the pt. However, the first two sets of pads would not stick to pt's chest. Gel dispersed onto adhesive perimeter.